Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The reported issue could not be confirmed, however a secondary issue was noted. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation since the patient was unable to be contacted with follow-up questions. The patient did not know when the subject meter started to read inaccurately. She claimed that on an unknown date and time she obtained alleged inaccurately high blood glucose results of 500, 450 and in the 500s mg/dl on the meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with oral medication, diet and/or exercise. She was unable or unwilling to say whether she made any changes to her usual diabetes management routine after obtaining the alleged inaccurate results. She claimed that on an unknown date and time in the summer of 2015, she became unresponsive and was hospitalized. She reported that she received treatment of charcoal for her symptoms. She also reported that a blood glucose test was performed on the ER/hospital meter, but she was unable to recall the result obtained. During troubleshooting, the patient confirmed that her test strips had been stored correctly and her meter was set to the correct unit of measure. It was not possible to perform a control solution test on the meter as the patient did not have control solution or the meter available. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high results with the subject meter and reportedly developed a symptom which might be suggestive of severe hypoglycemia, after the alleged product issue began.